Event description:
As reported from FDA via user report number (B)(4), a pt of unk age and unk gender presented for a fistulgram, balloon angioplasty. It was reported that the 4f micro dilator fractured in the cephalic vein outflow due to extensive scar tissue formation. The device was successful retrieval using a 4-8 en snare. No report of harm or injury to pt.

Manufacturer narrative:
The reported defect device has not been returned to the manufacturer. Attempts are being made to obtain the device for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.